Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 513 mg/dl. The customer treated the high blood glucose readings with injection. The customer stated that she put in 13 different aaa batteries and the pump kept reading battery out limit. The customer stated that the pump alarmed after battery change. The customer was advised that a battery out limit during normal use may indicate and loose battery cap. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.